Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon commencing the auto capture test, loss of capture was noted. The patient is dependent and the device was reprogrammed.

Manufacturer narrative:
(B)(4).